Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left origin of internal carotid artery a 10.0-31 carotid wallstent was selected for treatment. During the device removal, severe resistance (friction with the guidewire) was noted when attempting to remove the device shaft after deployment with the 3.5-5.5 190cm filterwire ez. The device became stuck on the filterwire ez as shown in the fluoroscopic image. When the carotid wallstent was pulled, the filterwire ez was pulled along with it. It was slowly and carefully removed in order to continue the procedure. The procedure was completed with this device. There were no patient complications as a result of this event.